Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 133 mg/dl. The customer stated they were trying to perform a bolus then got an alarm. The customer does not recall any significant events leading to the alarm. The customer was advised that the device would be replaced and agreed to return the product for analysis. Customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive buttons due to corroded keypad traces. The insulin pump has minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, broken reservoir tube lip, missing reservoir tube o ring and end cap sticker.